Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, upon interrogation a yellow box appeared 'stat vvi 1yr'. One year ago, the estimated remaining longevity was five years. The device was programmed back to ddd. Boston scientific technical services (ts) indicated that it was likely some at the previous follow-up invoked stat pacing. This would program the device to vvi 65 with a 5 volt output. Ts indicated this would explain the significant decrease in longevity. Engineering was able to review the data but there was just not enough information contained in the save to disk to absolutely confirm what happened. They can confirm that the device was operating as expected and there would be no reason to suspect a device or lead issue. The patient will continue to be monitored appropriately. No adverse patient effects were reported.